Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. Tandem technical support had the customer perform a system check and the occlusion was found to be within the cartridge. The customer's blood glucose level was in the 250 mg/dl range and a correction bolus was delivered to address the bg level. The customer indicated that insulin injections would be used to manage diabetes until the cartridge could be changed. The customer declined any further follow-up from tandem technical support.